Event description:
Information received indicates the left siderail will not latch.

Manufacturer narrative:
The technician found the latch screw broken in half and the roller guide missing. The technician replaced the parts to repair the stretcher.